Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the insulin gauge was inaccurate. The customer's blood glucose was 300 mg/dl. Reportedly, customer continued using pump for insulin therapy.